Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that approximately five months post implant the right ventricular lead had high thresholds. Patient referred for possible lead reposition and it was noted that the implantable pulse generator (ipg) appeared to be eroding from the pocket. Infection was found localized in pacemaker pocket. Cultures were taken and antibiotic treatment was necessary. The system was explanted from the left side and a new system was implanted on the right side. No further patient complications have been reported as a result of this event.